Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit received with all operating currents within spec and passed functional testing including the rewind test, self-test, a21 error test, off no power, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test and. Also, unit passed the dat test at 0.0872 inches. No unexpected alarm anomaly during testing noted. Pump history download using thds were successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. Also, unit was downloaded to care-link pro, and all bolus delivered were found at the care-link pro report. Pump was cut and open found no moisture/damage on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. Unit had cracked battery tube threads, scratched case, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker. Unit passed all required test. Pump function properly and pump delivery anomaly not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported no adverse event. The event involved product(s) mmt-754cms. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was noticed that the customer will discontinue the use of the device. The product mmt-754cms was requested and customer response was the device will be returned.